Manufacturer narrative:
Additional information: as per the physician the cause of the ia endoleak was considered to be tortuous angled anatomy and the device was undersized. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate was implanted in the endovascular treatment of a 65mm abdominal aortic aneurysm. A type ia endoleak occurred and additional treatment was performed. An endurant ii aortic cuff was intended to be implanted as treatment for the ia endoleak. It was then reported that there was difficulty inserting and positioning the aortic cuff's delivery system and it got stuck. The use of this device was then abandoned. It was reported that another mdt device of a different size was implanted without issues and the endoleak was resolved. As per the physician the cause of the difficult to position event was patient vessel morphology and the vessels were noted to be severely tortuous. No additional clinical sequelae were provided and the patient is fine.